Event description:
It was reported that during the draining step of the therapy, it was noticed that the transfer set spike was broken. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the broken spike was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the returned sample was performed. During visual inspection, it was noticed that the spike was broken. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.